Event description:
It was reported that the patient had lead replaced on (B)(6) 2012 which was "only" four months post initial implant.

Event description:
Additional information received reported that the patient felt that he was not getting the clinical benefit he expected from his device. The reporter stated that the device was programmed multiple times and the reprogramming options had been "exhausted." The patient and surgeon made the decision to do a revision. It was reported that following the revision the patient did not receive clinical benefit.

Manufacturer narrative:
Product ID 3093-28, lot# v988006, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).